Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) , ubd: 15-sep-2021, UDI#: (B)(4). H3 ¿ analysis of the communicator found ¿micro usb charge port is loose and rattling ¿ failed battery charging bench test ¿ tm90 micro usb port/hub is visually damaged (micro usb port bracket broken and burnt l3 on charge board).¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that for about a week they had been having issues with their communicator. The patient stated that they would try to connect to their pump, and it would say to charge the unit and then it would not connect to the pump. A replacement communicator was requested from the repair department because the communicator would not charge. No patient injury reported.